Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Mre review: a manufacturing record evaluation was performed for the finished device 30542216m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown procedure with two thermocool¿ smart touch¿ sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and death. After the procedure it was reported that the patient died. The procedure conducted on (B)(6) and completed at around 17 o'clock (B)(6). Around 22 o'clock on the same day: bradycardia cardio-respiratory arrest cardiac massage, etc. After that, the pulse returned to normal, but cardiopulmonary arrest occurred again. The medical chart did not mention that ablation was the cause of death. Pericardial effusion was noted, and drainage was performed. Bleeding from the liver was confirmed. Coiling of the bleeding site was performed with ivr. After that, the patient developed vf and died of cardiopulmonary arrest again. An autopsy revealed a hole about 1 mm in the heart, which was most likely caused by cardiac tamponade and bleeding from the liver. The physician commented that autopsy revealed a trace of perforation near the ridge on the lspv side of the left atrium, resulting in cardiac tamponade, which was the cause of death. Although there was no problem with the product, the cause of death was due to abl. Bleeding from the liver may be due to cardiac compression during cardiac arrest. This adverse event was discovered post use of biosense webster products. The physicians opinion on the cause of this adverse event: procedure. After the procedure, cardiac tamponade occurred. And the physician commented that the cause of death was cardiac tamponade due to left atrial perforation. An autopsy confirmed a perforation of approximately 1 mm in the left atrial ridge. Although there was no product issue with bwi product, there was a causal relationship between the cardiac tamponade and bwi products. During ablation of the left atrial ridge, the catheter was not stable and did not easily make visitag, which may have caused over-ablation. Soundstar sh is not inserted into the left atrium and is not thought to be the cause of cardiac tamponade. The patient died of cardiac tamponade. The date of death (B)(6) 2021. In physicians opinion, what was the cause of death: cardiac tamponade due to left atrial perforation. Autopsy revealed a perforation of about 1 mm in the left atrial ridge region of the heart. Although there was no product issue with bwi product, there was a causal relationship between the cardiac tamponade and bwi products. During ablation of the left atrial ridge, the catheter was not stable and did not easy make visitag, which may have had caused over-ablation. The cause of bleeding from the liver is cardiac massage during cardiac arrest. All deaths where bwi FDA approved ce mark devices are involved are reportable. This report is for the 2nd of 2 thermocool¿ smart touch¿ sf bi-directional navigation catheters used in the procedure. The other catheter was reported in manufacturer reporter number 2029046-2021-01241.